Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The right case was broken. Check syringe plunger sensor error was found at power up process error history log review found a check syringe plunger sensor error. The root cause of the reported issue was found to be incorrectly assembled by the customer. Actions were taken to mitigate the reported issue: reassembled the whole plunger assembly. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump had a check plunger message. No patient injury was reported.